Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services to have her cycler replaced. She reported pain during her fills and drains. Her nurse reported that the patient was admitted to the hospital from (B)(6) 2016 for peritonitis. During later follow-up the pd nurse stated that they ruled out peritonitis and she was diagnosed with generalized abdominal pain of unknown origin. Medical records were requested.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completely without the failure. There was no unusual noise during the treatment, and the reported noise complaint was not verified. There were no deviations or non-conformances during the manufacturing process. The valve actuation test, heater test and temperature test, system air leak test, teach pumps test, voltage test and patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.